Manufacturer narrative:
Concomitant continued: addr01 ipg implanted: (B)(6) 2009.

Event description:
It was reported that there appeared to be atrial oversensing noted on the atrial electrocardiogram (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.